Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2014-00030. It was reported that a physician performed a novasure endometrial ablation and received three unsuccessful cavity integrity assessment (cia) tests. The physician suspected a perforation and aborted the procedure. It is unknown if intervention was required. A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It was not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.